Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had increased right leg pain since their implant procedure. It was reported that on (B)(6) 2022 the patient was still having some right leg symptoms. A thoracolumbar spine x-ray was performed on (B)(6) 2022, showing that the lead was in position. Imaging was also done on (B)(6) 2022, which showed severe right neuroforaminal narrowing, which is increased disc change/narrowing, that was seen in prior MRI in (B)(6) 2021. It was reported that this was likely the reason for the increased right leg pain the patient had since implant, which was indicated to not be related to the implant. It was reported that on (B)(6) 2022 the patient had initial right leg pain symptoms following their procedure, but that this had improved. It was reported that the scs had been programmed to achieve leg coverage, but their leg symptoms worsened. It was indicated that as of (B)(6) 2022 the patient had no benefit for their back or leg by using their scs. The patient still had hypersensitivity to lower leg and foot. It was reported that the patient could wear shoes. It was indicated that their back pain also worsened. The patient has had prp, facet medical branch rfa. On (B)(6) 2022 the patient  wanted to discuss removing the scs. It was reported that the patient's issue was ongoing. Additional information was received. It was reported the patient has an scs explant scheduled for (B)(6) 2022

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.